Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer may continue to use the pump and has been instructed to call back if the issue occurs again.